Event description:
Report received of an over-delivery of dexmedetomidine due to a reported operator error in programming the device. The pt was to receive a loading dose of dexmedetomidine at 63.75ml/hr. The medication concentration was 1020mcg in 255ml of an unspecified IV fluid. The pump was intended to be programmed with a pt weight of 85kg, container size of 100ml, at a rate of 63.75ml/hr for 20 mins. The pump was found to be delivering with the settings of a pt weight of 85kg, container size of 100ml, at a rate of 255ml/hr for 20 mins. The pt received the entire 255ml (1020mcg). The pt experienced an episode of severe hypotension, which reportedly improved with discontinuation of the drug and dopamine administration. The pt's baseline blood pressure was reported to be 90/60. During the hypotensive event, the pt's blood pressure was down to 63/39. The dosage of dopamine administered to the pt was not reported. It was reported that the "accidental overdose" of the medication was due to "a wrong management of pump infusion". The device was not tested. Though requested, there was no further info available.